Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. An investigation of the customer's issue included a review of the complaint tracking and trending report for the product, a review of worldwide field data, a review of manufacturing documentation for the assay, and a review of labeling. Review of tracking and trending reports for the architect anti-hcv assay did not identify any related trends. Since the reagent lot was unknown lot specific analysis could not be completed. Worldwide field data was used to evaluate the performance of the architect anti-hcv assay. The number of standard deviations to the cut-off for the negative population and median values for all lots with more than 300 patient results were within the established limits. Additionally, the initial reactive rate by week was reviewed for the architect anti-hcv assay. This review found the initial reactive rate was within established limits or lower. Manufacturing documentation for the assay did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and found to be adequate. Based on the information provided and abbott diagnostics' investigation, no systemic issue or product deficiency was identified.

Event description:
The customer obtained a (B)(6) architect anti-hcv result for a sample (B)(6) 2016. The sample from an (B)(6) year old male generated (B)(6) result. A new sample was collected (B)(6) 2020 and generated a (B)(6) result of (B)(6). The store sample was retested and also generated a positive result of (B)(6). No impact to patient management was reported.